Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the shock impedance was out of range (>150 ohm). Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were not returned for analysis. This report is therefore only based on the review of the quality documents associated with the manufacture of these devices as well as the analysis of the returned data. The manufacturing processes for the ICD and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. The returned data were thoroughly inspected. The lead had been implanted since 2016. The ICD was implanted on (B)(6) 2024. The data since implantation of the ICD until (B)(6) 2025 show normal shock impedance values around 50 ohms. Since (B)(6) 2025 values >150 ohms are registered. The thoracic impedance also shows oscillating values between 50 ohms and 150 ohms. Based on the information available for analysis, the root cause of the documented out of range shock impedance values is not determinable. Neither a damage of the rv lead nor an insufficient connection between the lead and the ICD header can be excluded. Should further relevant information become available, this report will be updated.

Event description:
It was reported that the shock impedance was out of range (>150 ohm). Lead currently remains implanted. Should additional information be received, this file will be updated.